Event description:
The initial reporter stated that the pump appeared to be running, but no fluid was being delivered. Mmdg did follow up with the initial reporter, who stated that they could not provide any further information. (B)(4).

Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was performed and found no non-conformances. When the pump was returned to mmdg for investigation, it could not be tested due to a persistent error code 12. This error code occurs when the pump motor fails. Because the pump could not be tested, the complaint could not be duplicated.

Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was performed and found no non-conformances. Because the pump was not returned mmdg was not able to investigate or confirm the complaint. This report will be updated if the pump is returned to mmdg.

Event description:
The initial reporter stated that the pump appeared to be running, but no fluid was being delivered. Mmdg did follow up with the initial reporter, who stated that they could not provide any further information. (B)(4).